Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03 may 2024, it was reported that infusion set body fell out of the base housing. The blood glucose (bg) levels to elevate to 400mg/dl as a result of the issue. The infusion set was placed on the mid-left side of their abdomen and was verified that it was placed using appropriate technique. The user checked for ketones and found high levels (80-160mg/dl) and noted feeling nauseous. No further information available.